Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter presents a small extension. The following information was provided by the initial reporter, translated from spanish to english: the oncologist department leader, at the moment of opening the package, noticed that the tip it deformed, it presents a small extension.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed that there was a burr on the needle tip. Therefore, based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the catheter pointing process. The manufacturing facility has been notified of this incident and the findings. Corrective maintenance has been performed by the manufacturing facility to correct this issue and prevent recurrence. A review of the device history record was completed for sub-assembly #(B)(4), lot 1334133 manufactured from 03-dec-2021 to 23-dec-2021 at icam #03 machine used in claimed lot 1333140 this lot was reviewed regarding the tests of ¿needle tip penetration¿, ¿catheter tip penetration¿, ¿drag catheter test¿, and were not evidenced records that could lead to claimed defect. This lot was reviewed regarding the tests of ¿damaged component¿ and ¿transfixed catheter¿ and were not evidenced records that could lead to claimed defect. However, for lot 1334133 in the catheter pointing process (tipper), tip records of the bad catheter were found, which may be related to the incident in question. It is worth mentioning that adjustments related to the catheter tip to improve the quality of the catheter tip are performed by the operators / preparer of the area according to procedure (B)(4). These adjustments were evident during the analysis of the batch history. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of ¿needle tip penetration¿, ¿catheter tip penetration¿ and ¿drag catheter test¿ or anything that could lead to this complaint. Unplanned maintenance: the history of corrective maintenance in the manufacturing period of the assembly batch involved in this complaint was evaluated, and during the analysis, maintenance order #(B)(4) was found, carried out on the tipper 82 machine, on 08-dec-2021. This maintenance may be related to the complaint defect. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ IV catheter presents a small extension. The following information was provided by the initial reporter, translated from spanish to english: the oncologist department leader, at the moment of opening the package, noticed that the tip it deformed, it presents a small extension.